Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon burst. Another balloon was used and also burst. The customer stated that no pieces of the balloons detached inside the patient. The procedure was completed with a third cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.